Event description:
It was reported that a pump was infusing even though there was no medication in the bag. The customer indicated no alarm was given by the pump. Patient was not harmed according to biomed. End user caught the malfunction on the devices right away. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported 'failure to alarm¿ event could not be confirmed through laboratory testing and log review; however, the use of third-party parts may lead to equipment malfunctions. An internal and external inspection of the suspected pump module was performed, and no issues related to the reported event were found. However, third-party components were observed in the suspected pump module, including the ail sensor, bezel assembly, and both pressure sensors. The source pump module's air detection system was tested using the air-in-line threshold product analysis procedure. The air detection system was found to be operating within specification. The suspected pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). The primary administration set was tested; no leaks or anomalies were observed. The pcu s/n (B)(6) was powered on at 4:57 pm and connected to pump module s/n (B)(6) on channel a. Initial infusion: drugid 907 (suspected norepinephrine), 32 mg/ml, rate 1.53 ml/h, vtbi 250 ml. Between 5:07 pm and 5:53 pm, multiple rate adjustments (up to 6.12 ml/h) and repeated alarms occurred: five air-inline alarms and one patient-side occlusion, each requiring infusion restarts. Pvi increased from 0 ml to 3.639 ml. At 5:55 pm, the channel was turned off (pvi 3.789 ml). At 5:56 pm, a new infusion was programmed: drugid 673 (suspected insulin), 1 mg/ml, rate 3 ml/h, vtbi 100 ml. The device was powered off at 5:58 pm with a pvi of 0.117 ml. Pcu/pump module technical service manual. 2.5.2. Accumulated air-in-line. When the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250pl. (In anesthesia mode only, the threshold value can be set to 500pl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500pl, it also detects and responds to multiple small boluses of a predetermined number, depending on the bolus size selected as the air-in-line detection threshold. 2.5.3. Air-in-line settings the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250pl. The default setting is 75pl. (In anesthesia mode only, the threshold value can be set to 500pl). Bd alaris¿ system v12.1.2 with guardrails¿ suite mx user manual states: use only bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer's own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may avoid the product warranty provided by bd. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿failure to alarm¿ event could not be determined through laboratory testing and log review; however, the use of third-party components, such as the ail sensor, causes issues with the device¿s operation. Note that this report lists imdrf annex a1801, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump was infusing even though there was no medication in the bag. The customer indicated no alarm was given by the pump. Patient was not harmed according to biomed. End user caught the malfunction on the devices right away. There was patient involvement, but no harm.